Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08071. The patient has two model: 3186 leads from lot 55540. It was reported the patient was experiencing invalid impedances on one of her leads while meeting with an sjm representative for scs system reprogramming. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.